Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:15 was confirmed during product evaluation. The root cause of the reported problem was determined to be moisture in pump head module channel. Appropriate action was taken to correct the reported problem by replacing the pump head module. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 810:15. It is unknown when or in which care area this event occurred. This condition had the potential interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.